Event description:
It was reported that a malfunction occurred with the customer's device, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the issue did not recur. The customer was advised to continue using the device and to contact support if the issue arose again, which the customer understood.